Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) was connected to the dexcom mobile application but failed to pair with the ilet bionic pancreas, resulting in no cgm alerts displayed on the pump. No reported symptoms. Outcomes included the need for troubleshooting and temporary loss of cgm alert functionality on the pump. Investigation included customer service-guided troubleshooting, including toggling g6 and g7 settings and reentering the sensor code, with guidance that pairing could take up to 30 minutes and to contact support if pairing did not complete. Investigation of this case revealed that the issue was limited to pairing between the cgm and the pump, with no evidence of patient injury or clinical impact at the time of the report. It was concluded that the event involved a pairing failure between the cgm and the ilet, and the user received education and instructions to confirm pairing completion.